Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer did not recall how they resolved the issue. Reportedly, the customer continued to use the pump for insulin therapy.